Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the charger was completely "back" but the green light was on. It was not charging at all. Additional information was received from the patient. Caller reported trouble with the controller - the controller is going blank and will not charge the ins complete since about a month ago. It will not show coupling information when connected but the controller battery is decreasing when connected. Troubleshooting was unable to be performed. It will show the ins battery incrementing but the controller battery will deplete when connected and charging. Additional information was received from the patient. The reason for call was patient is still having problems with the thoracic stimulator not charging above 80%, and the controller is still going blank while he is charging, already reported in related call today adding sometimes it won't connect at all. They had reset the controller and that did not resolve the issue. Additional information was received from the patient. The day they got the replaced equipment, the ins was at 40 percent, they did the set up steps, used it to recharge his implant successfully for about a half hour then got a screen with a battery and a doctor but did not recall what the rest of the message said. The controller was 100 percent when he started and while trying to recharge his implant it went down to 70 percent so it used 30 percent and he had a green blinking light and excellent but it won't charge his implant the percent level will not go up it is in the red. The patient started a charge during the call and reported his controller was 100 his implant in the red and he had an excellent connection. Reviewed information about recharging when the implant is very empty, reviewed some recharging best practice. Pt said, now the screen tells him recharging needs attention and he had been holding the antenna in place with his hand. Reviewed repositioning the antenna should resolve that. Pt said he does not wear the belt. Recommended trying the belt to prevent damage and keep a connection. Pt said he will try the belt after the call and will monitor if the screen shows error messages he will take note and call back if he needs further support. Offered and sent online education links to patient via email. Additional information was received from the patient. It was clarified that the ins had not been charging. An extensive hospitalization allowed the ins to deplete was the cause of the charger not charging. Replacing external devices and patient education were the steps taken to resolve the issue. No symptoms were reported. Additional information received from the consumer. They had extensive hospitalization related to the device/therapy. The cause of the extensive hospitalization was that the battery was not holding a charge. Steps taken to resolve the device/therapy issues were to replace all external hardware.